Event description:
A peritoneal dialysis patient reported that dialysis solution was leaked out of the cassette and into the cycler. Patient noticed fluid on the inside of cassette door after treatment on the morning of (B)(6) 2014. Patient had no adverse effects and did not require any medical intervention after that incident. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for the physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.